Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and a sepsis infection and subsequently passed away. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment for the events was not reported. It was reported that the sepsis infection ¿went to the kidneys and heart¿ and the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information is not available.